Event description:
Patient's pump had lost programming by the time it was delivered to her. Pt was able to switch to back up pump. Pt did not experience any adverse drug event due to pump malfunction. Pt is being sent a new pump. No other information known sn (B)(4). Maintenance date 03/21/2019. Dose or amount: na. Frequency: na. Route: sc. Dates of use: (B)(6) 2018. Diagnosis or reason for use: pah.